Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Please confirm if ¿proline monofilament suture¿ mentioned in the article is considered an ethicon device- prolene polypropylene suture? Does the surgeon believe that ethicon products (prolene suture, mersilene suture and mersilene tape) involved caused and/or contributed to the post-operative complications (miscarriage during pregnancy, rupture of membranes prior to delivery, patient discomfort, exam findings -vaginal bleeding, abdominal tenderness, advanced cervical dilatation; infection, intrauterine fetal demise, active labor) described in the article? Please specify. Does the surgeon believe there was any deficiency with the ethicon products (prolene suture, mersilene suture and mersilene tape) used in this procedure? If yes, please provide patient demographics for the patients that experienced the post-operative complications (miscarriage during pregnancy, rupture of membranes prior to delivery, patient discomfort, exam findings -vaginal bleeding, abdominal tenderness, advanced cervical dilatation; infection, intrauterine fetal demise, active labor). Please specify medical/surgical intervention for each patient with post-operative complications (miscarriage during pregnancy, rupture of membranes prior to delivery, patient discomfort, exam findings -vaginal bleeding, abdominal tenderness, advanced cervical dilatation; infection, intrauterine fetal demise, active labor). Were these cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Citation: doi: https://doi.org/10.1080/14767058.2019.1578744. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted via 2210968-2021-00677 and 2210968-2021-00678.

Event description:
Title: efficacy of different cerclage suture materials in reducing preterm birth the objectives of the study was to compare the efficacy of monofilament suture, braided polyester thread, and 5mm tape suture in reducing preterm birth (ptb). The study consists of 109 women (age: 28.9 ± 5.3; bmi: 30.3 ± 8.2) who received a cerclage at touro infirmary, new orleans, la, USA, between 1 january, 2011 and 31 december, 2016 were identified using ICD-9/10 codes. All charts were reviewed for demographic and obstetrical variables including gestational age (ga) at delivery. All charts were reviewed for demographic and obstetrical variables including gestational age at placement and delivery, prior preterm birth, indication for removal, suture used for cerclage are the proline monofilament suture (ethicon), mersilene braided polyester thread (ethicon), mersilene 5mm tape (ethicon) and 17 hydroxyprogesterone caproate (17-ohp) use. Reported complications included for the proline monofilament suture, gestational age of delivery at 32.7 weeks ± 7.6 days (n-20); mersilene braided polyester thread, gestational age of delivery at 31.3 weeks ± 7.4 days (n-43); mersilene 5mm tape, gestational age of delivery at 31.5 weeks ± 7.4 days (n-40). Other reported complications included miscarriage during pregnancy (n-?), rupture of membranes prior to delivery (n-?), patient discomfort (n-?), physical exam findings (vaginal bleeding, abdominal tenderness, advanced cervical dilatation; n-?), infection (n-?), intrauterine fetal demise (n-?), active labor (n-?). It was reported that since the mcdonald cervical cerclage was first described as a technique to stabilize the cervix and prevent preterm birth nearly 60 years ago, most clinicians utilize non-absorbable suture based on surgeon preference without much evidence to support one type over the other. The authors did not found no difference in pregnancy prolongation when comparing different suture material used for indicated cerclages. The authors also found no differences with respect to rates of maternal infection or adverse neonatal outcomes among groups.